Event description:
Pt was admitted to hosp for a clogged pedi tube, which was replaced with another pedi tube. Blockage was not due to treatment; possibly due to medications being taken through the tube.